Manufacturer narrative:
The reported event of inappropriate or unexpected reset was confirmed. The device was received in backup mode. Analysis of the device image indicates a power reset (por) event occurred in the field, consistent with low battery voltage condition. The device was cut open to enable further testing, and the battery was found at end-of-life level. After the product code was reloaded with an external power source, the device exhibits normal characteristics. Electrical and mechanical tests performed including telemetry communication and output verification did not identify any functional issues. The device was implanted for more than eleven years which exceeds its projected longevity and is consistent with normal battery depletion.

Event description:
It was reported that the patient presented in clinic due to an unrelated knee infection. A device interrogation was performed and found that the patient's implantable cardioverter defibrillator (ICD) had inappropriately gone into backup operation. No intervention was performed. Patient was stable.

Event description:
Additional information received indicated that the patient's implantable cardioverter defibrillator (ICD) was explanted and replaced. The patient was stable.